Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported that the insulin pump alarmed no delivery. The customer's blood glucose was 131 mg/dl. Troubleshooting was performed and insulin did not exit the infusion set tubing while insulin was being manually pushed with a plunger. The customer used a new reservoir with the same infusion set and insulin did exit the tubing which solved the issue. The insulin pump did not alarm. Nothing further was reported.